Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was found at 8.0cm to 8.8cm from the distal tip. External insulation abrasion was found at 16.4cm to 16.7cm from the connector pin and at 39.0cm m to 39.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.